Event description:
Hcp reports patient presented with drug withdrawal symptoms of vomiting and flu-type symptoms. An MRI was performed which showed no problems. No other tests performed. Following the MRI, the patient had symptoms of overdose such as decrease level of consciousness and was hospitalized. The hcp believes the MRI "fired" the pump. The pump was explanted and returned to the manufacturer for analysis. Following the replacement of the pump, the patient is "doing fine."